Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a small bore sheath. Reportedly, the device was successfully flushed prior to use, but there was no back bleed [flow] at the marker lumen. The device was removed and reinserted, but there was still no back bleed at the marker lumen. An additional perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed, there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.